Event description:
Although the investigation of the event is not yet completed, the abrupt onset of symptoms, and rapid deterioration of pt condition began a diagnostic work-up and treatment for air embolism, possibly due to the catheter. The pt had been medically stable, preparing for discharge when a nurse entered the room and noted the infusing tpn had disconnected from the device. There was a small spot of blood noted at the catheter end hub. Immediate with this finding the pt's heart rate dropped and subsequently the pt arrested, was intubated and then stabilized.